Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the centrifugal drive motor began vibrating between 2000 and 2400 rpm. The device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.